Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with cystoscopy and catheterization of bladder; due to type 3 stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent robotic-assisted sacral colpopexy, posterior colporrhaphy, and perineoplasty. The patient also had mesh restorelle y implanted on (B)(6) 2012 due to vaginal vault prolapse with stage iii cystocele, stage ii rectocele and relaxed perineum. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 09/24/2015, additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh. It was reported that the patient underwent bilateral temporary interstim lead placement on (B)(6) 2014 due to retention of urine. It was reported that the patient underwent second stage interstim implant with vaginal exploration and excision of vaginal foreign body on (B)(6) 2014 due to urinary retention and vaginal foreign body. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.